Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of flank pain ("pain on sides of lower back") in a 31 year-old female patient who had essure inserted for permanent contraceptive tubal implant. The patient had a medical history of abnormal uterine bleeding. As concurrent condition the report mentioned metrorrhagia. On (B)(6) 2017, the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time later she experienced flank pain (seriousness criterion intervention required). The patient was treated with surgery (hysterectomy with unilateral salpingo-oophorectomy). At the time of the report, the outcome of the event was unknown. The reporter considered flank pain to be related to essure administration. The reporter commented: follow-up (21/feb/2023): removal date informed as (B)(6) 2023, considered as (B)(6) 2022 as it cannot be in the future on (B)(6) 2023 m irena, iud placed in clinic today by provider. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2023: surgical pathology report: final diagnosis. Result: a. Uterus, uterus and cervix: benign cervix.. Benign endometrial polyp. Adenomyosis. Benign inactive endometrium. Gross description: protruding from the right and left cornua are silvery metallic bilateral foreign. Bodies (grossly consistent with essure devices). Concerning the injuries reported in this case, the following ones were reported via social media ¿ back pain. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 03-sep-2023: medical record received. Surgical pathology test added. Lab data updated. Reporter information updated. Concomitant conditions added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of flank pain ("pain on sides of lower back") in a 31 year-old female patient who had essure inserted for permanent contraceptive tubal implant. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2017, the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time later she experienced flank pain (seriousness criterion intervention required). The patient was treated with surgery (essure removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered flank pain to be related to essure administration. The reporter commented: follow-up (21/feb/2023): removal date informed as (B)(6) 2023, considered as (B)(6) 2022 as it cannot be in the future. Concerning the injuries reported in this case, the following ones were reported via social media ¿ back pain. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 21-feb-2023: patient date of birth informed; essure removal information updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be